Event description:
It was reported that 4 bd micro-fine¿+ pen needles failed to deliver medicine during use. The following information was provided by the initial reporter, translated from chinese to english: "the customer thought that the needles were blocked, 3 of them had been discarded, and the issue needle was kept by customer. At present, the remaining 2 needles were not used, and customer needed to be injected with four needles in a day (the user said that they were disposable, not repeated)."

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd micro-fine¿+ pen needles failed to deliver medicine during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "the customer thought that the needles were blocked, 3 of them had been discarded, and the issue needle was kept by customer. At present, the remaining 2 needles were not used, and customer needed to be injected with four needles in a day (the user said that they were disposable, not repeated)."